Manufacturer narrative:
(B)(4). Concomitant products: guide wire: viper wire used with csi atherectomy device; atherectomy: csi; embolic protection: emboshield nav6. The device was returned for evaluation. The reported deflation issue was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database revealed no other incidents from this lot. Based on the information reviewed, there is no indication of a product deficiency. The emboshield nav6 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported during a heavily calcified, mildly tortuous left superficial femoral artery (sfa) intervention, a nav6 emboshield embolic protection device (epd) was advanced over a non-abbott, non barewire guide wire with an atherectomy device. During the atherectomy procedure, the epd was positioned in the popliteal area. After the atherectomy, a fox sv balloon was inflated three times at 11 atmospheres each for one minute. After the third inflation, the physician waited approximately fifteen seconds for the fox sv to deflate and then retracted the device from the anatomy; however, the fox sv was not fully deflated, which caused the non-abbott guide wire to retract and resulted in the epd dislodging in the common iliac artery. Once removed from the anatomy, the fox sv was noted to be fully deflated. Multiple unsuccessful attempts were made to snare and retrieve the epd. Since the epd could not be retrieved, it was decided to pull it to sfa and embed it. Using a non-abbott stent, the epd was embedded in the vessel wall. Next, a supera stent was deployed over the non-abbott stent. The patient had a good pulse post procedure. No additional information was provided.